Event description:
It was reported when using the bd vacutainer® urine collection cups there was a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "a patient was stuck by the urine cup.". No further information was provided by the customer at this time.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® urine collection cups there was a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "a patient was stuck by the urine cup." No further information was provided by the customer at this time.

Manufacturer narrative:
H.6 investigation summary material #: [364975] lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The device history records could not be reviewed as the lot number is unknown. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.